Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4); the device was returned, analyzed and no anomalies were found.

Event description:
A day after the device was implanted it was reported that the physician had to go back in because the lead had pulled free after the physician tightened the setscrew. The setscrew did not properly retain the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.